Event description:
Our affiliate is reporting that a female had a rotator cuff repair which was fixated with two spiralok anchors. About 3 months after the initial procedure, the patient complainted of persisting pain. The surgeon decided to perform a revision operation in 2006. The surgeron revealed two (medial and lateral) broken spiralock anchors. The rotator cuff healing had already proceeded quite well- the surgeon only had to take out the foreign bodies to complete the case without further incident or harm to the patient. [See also associated MDR 1221934-2006-00231].

Manufacturer narrative:
The complaint device has not yet been returned by the complaint facility. Also, no batch number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. At this point in time, we cannot surmise as to what precipitated the reported post-operative breakage. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.